Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system disabled the total protein (tpm) module and gave reagent level high errors. After bec customer technical support assisted the customer to enable the module via the telephone, customer reported that about 5 ml of reagent overflowed from the top of the module when the module was priming. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the drain valve. The fse flushed the drain line with bleach.